Manufacturer narrative:
The investigation determined that discordant, higher than expected vitros troponin I (tropi es) results were obtained from two different samples collected from two different patients tested on a vitros 5600 integrated system. The vitros tropi es results were higher than expected when compared to troponin I results obtained from the same samples tested with a non-vitros method. The definitive assignable cause could not be determined. No quality controls were processed by the customer using vitros tropi es reagent lot 4601, therefore, a reagent related performance issue cannot be ruled out as contributing to the event. However, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es reagent lot 4601. A diagnostic vitros tropi es within-run precision test performed on (B)(6) 2022 indicated the vitros 5600 system was currently performing as intended. However, since the diagnostic precision testing was performed over a month after the event occurred, the instrument performance at the time of the event cannot be assessed and therefore an instrument related performance issue cannot be completely ruled out as contributing to the event. No information was provided concerning the number of minutes, rpm, or relative centrifugal force at which the samples were centrifuged and the sample collections device manufacturer¿s protocol for centrifugation of samples was not provided. Therefore, it is unknown if the customer is following the sample collection device manufacture¿s recommendation for sample centrifugation and improper pre-analytical sample processing cannot be ruled out as contributing to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. No patient information was provided, therefore the assay result accurately reflecting patient status cannot be definitely identified. Email address for contact office above is (B)(6).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report discordant, higher than expected vitros troponin I (tropi es) results were obtained from two different samples collected from two different patients tested on a vitros 5600 integrated system. The vitros tropi es results were higher than expected when compared to troponin I results obtained from the same samples tested with a non-vitros method. Patient sample 1 result of 0.241 (>ami) ng/ml vs. The expected result below the critical value cutoff of non-vitros method. Patient sample 2 result of 0.112 (>url) ng/ml vs. The expected result below the critical value cutoff of non-vitros method. The customer did not report the vitros tropi es results for samples 1 and 2 outside of the laboratory as they are not yet using the vitros tropi es assay to report patient sample results. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4)and ivd (B)(4).